Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "deflation".

Event description:
Healthcare provider reported a right side deflation. Physician additionally noted a mammogram confirmed the deflation and identified "significant rippling". The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius, crease fold, wear abrasion and yellow biological tissue in the shell. Leak test and microscopic analysis was performed which identified: crease smooth opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease smooth on radius assessed as fold flaw opening. Wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare provider reported a right side deflation. Physician additionally noted a mammogram confirmed the deflation and identified "significant rippling." The device has been replaced.